Event description:
The leads were returned to the manufacturer, analyzed, and subsequently tested out of specification. Later review of manufacturer's database revealed the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) outer insulation breached depression, all conductors blood/body fluid (not obstructed), outer insulation breached cut, apparent explant damage. Proximal segment returned and analyzed. (B)(4) outer insulation breached depression, all conductors blood/body fluid (not obstructed), outer insulation breached cut and white substance. Proximal segment returned and analyzed.